Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The right ventricular lead was capped on (B)(6) 2013 due to impedance measurement anomaly reported in the manufacturer report number: 2938836-2013-00104.

Event description:
It was reported that the patient presented with a pocket erosion where the capped right ventricular lead had started to protrude but not broken through the skin. The pocket was opened and the capped lead was secured with a suture. The patient was stable throughout the event.